Event description:
The patient was initially implanted with an afx abdominal aortic aneurysm stent system to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that a type 3a endoleak with 10 cm separation between the afx stent grafts was identified. The physician performed an open conversion to explant the devices, however the patient expired during the procedure. No further information is available. Note: as the exact date of death/event/explant is unknown, the best estimate was used, which is two (2) weeks prior to the awareness date of this event. Additional information: note: this adverse event was reported to endologix thru a text message. When requesting information from the source of the text message, they were unable to provide any patient information or further information that would assist with this case.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. An evaluation of the device could not be completed. The device was explanted but not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were able to be requested as the patients information was not provided to endologix. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is unknown. Corrections: b5: describe event or problem has been updated. G1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event was explanted but was not returned. Attempts were made to obtain patient and device information but were unsuccessful. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown. .

Event description:
The patient was initially implanted with an afx abdominal aortic aneurysm stent system to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that a type 3a endoleak with 10 cm separation between the afx stent grafts was identified. The physician performed an open conversion to explant the devices, however the patient expired during the procedure. No further information is available. Note: as the exact date of death/event/explant is unknown, the best estimate was used, which is two (2) weeks prior to the awareness date of this event.